Event description:
A user facility reported to olympus that the device stopped working and no image was observed. The problem, as reported to olympus, occurred during the middle portion of a diagnostic colonoscopy procedure. The intended procedure was completed using the same device. There was no delay in procedure due to the reported problem. There was no patient injury, associated with the event, reported to olympus. This is report #1 of 2 due to multiple events reported. Reference report patient identifier (B)(6) for additional event.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem that the device "stopped working" was confirmed and the cause isolated to power unit failure. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the device stopped working and the loss of image was due to a power supply failure. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.